Event description:
The patient received an scs system which included a neurostimulation receiver. It was reported that the patient had not used the system in 3 years after he experienced 2 random episodes of overstimulation. The patient was reprogrammed and the system was verified to be functioning properly. Follow up on the patient found that the physician explanted and replaced the receiver with an ipg (B) (6) 2009 due to continued issues with the receiver. The explanted receiver was returned to ans for evaluation. There have been no further issues reported for this patient.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The receiver failed both the manual test and the autotest. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.